Event description:
Doctor reported that implants at tooth sites 16, 14, 12, 22, 24, 32, 43 were removed due to peri-implantitis with inflammation. Patient referred pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product and therapy dates: fnt411, full osseotite tapered implant 4 x 11.5mm, lot number: 2019071491 3x fnt410, full osseotite tapered implant 4 x 10mm, lot number: 2019080597 xifnt3211, osseotite tapered certain implant 3.25 x 11.5mm, lot number: 2021071447 xifnt411, osseotite tapered certain implant 4 x 11.5mm, lot number: 2021080383 event problem codes - patient code 1932: inflammation. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.